Manufacturer narrative:
Serial number unknown. Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported (defect on arrival) defoa- black ring is missing in kit. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR : 28aug2019 date of report: 29aug2019 the pin,1/4 turn locking fastener was returned to failure investigation for evaluation. Visual inspection of the pin,1/4 turn locking fastener revealed that the retainer and fastener are missing. The manufacturer¿s international service technician replaced the defective pin, turn locking fastener to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.